Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that during insertion of the central venous catheter (cvc), the anesthesiologist discovered that the spring wire guide (swg) was broken and the "twinned wire" was stretched. This was discovered when the swg should be removed after the catheter was placed. No add'l info is available.